Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) was heated during operation after 3 minutes. Additional information was requested and the following information was received: did the issue arise immediately before/during/immediately after surgery? Before. Was the patient prepared under anesthesia? No. Did the issue(s) cause any increase of surgical time? No. How was the surgery completed? N/a. Alleged user/patient injury: no. If applicable, did the issue result in smoke, fire and/or burns: no. Patient impact info: n/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h7, h9, h11. The excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) review - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned handpiece was unable to duplicate overheating. The heating mentioned by customers is within normal limits. However, the transducer function was found to be out of specifications. As a result, the calibration, safety and final test according to the manufacturer's specification were performed. Root cause - the root cause is confirmed as "transducer out of specification after 3 years of use." The reported failure of heating may be due to a use issue, as if the cooling reservoir was not attached properly or filled, this can result in insufficient cooling of the handpiece. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.